Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap appendectomy event description: the inzii device was being used for a laparoscopic appendectomy procedure. The inzii retrieval bag had been inserted in the patient and the handle deployed. The bag detached from the metal prongs. The sample was still able to be inserted into the bag and an instrument used to close the bag for retrieval. As this issue had been noted on a different day with a different surgeon (as reported), a photo was taken and provided via email. The file is unable to be uploaded to this system. Additional information provided via email from [name] on 11 january 2023: 9th january ¿ a different surgeon experienced the same issue. This is a different number than the device reported from 4th jan. As the staff were aware of the issue happening, they took a photo of the image as provided via email from [name]. I am unable to upload this file type in the system. After this (B)(6) incident, [name] opened another device and deployed it successfully in a non sterile /non clinical environment. All devices were being used in laparoscopic appendectomies. Two devices are being returned ¿ just the introducer, not the bag. The lot number 1456196 from the (B)(6). Patients were unaffected. The product in each instance was confirmed as being intact on removal from the packaging and had been inserted into the trocar and deployed by the surgeon. This is when the bag released from the metal prongs prior to the specimen being inserted. Additional information provided via email from [name] on 12 january 2023: they were able to use a manual instrument to put the specimen into the bag and retrieve it this way. Intervention: they were able to use a manual instrument to put the specimen into the bag and retrieve it this way. Patient status: patient was unaffected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the bag. Visual inspection confirmed the complainant's experience of the tissue bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap appendectomy event description: complaint 1 of 4: (B)(4), MFR# 2027111 2023 00331. Complaint 2 of 4: (B)(4), MFR# 2027111 2023 00335. Complaint 3 of 4: (B)(4), MFR# 2027111 2023 00333. Complaint 4 of 4: (B)(4), MFR# 2027111 2023 00334. The inzii device was being used for a laparoscopic appendectomy procedure. The inzii retrieval bag had been inserted in the patient and the handle deployed. The bag detached from the metal prongs. The sample was still able to be inserted into the bag and an instrument used to close the bag for retrieval. As this issue had been noted on a different day with a different surgeon (as reported), a photo was taken and provided via email. The file is unable to be uploaded to this system. Additional information provided via email from [name] on 11 january 2023: 9th january ¿ a different surgeon experienced the same issue. This is a different number than the device reported from 4th jan. As the staff were aware of the issue happening, they took a photo of the image as provided via email from [name]. I am unable to upload this file type in the system. After this 9th jan incident, [name] opened another device and deployed it successfully in a non sterile /non clinical environment. All devices were being used in laparoscopic appendectomies. Two devices are being returned ¿ just the introducer, not the bag. The lot number 1456196 from the 9th january. Patients were unaffected. The product in each instance was confirmed as being intact on removal from the packaging and had been inserted into the trocar and deployed by the surgeon. This is when the bag released from the metal prongs prior to the specimen being inserted. Additional information provided via email from [name] on 12 january 2023: they were able to use a manual instrument to put the specimen into the bag and retrieve it this way. Intervention: the bag was still able to be used to contain the specimen and was manipulated manually using other instruments. Patient status: patient was unaffected.